Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had bioburden leaked under the inside of the channel. It was not indicated during what type of device usage the reported event occurred nor if there was any patient involvement. The customer indicated there was no further information available.